Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythematous, tender, warm, swelling and post-inflammatory hyperpigmentation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, skin discoloration, pain and inflammation: "undesirable effects: medical practitioners must inform the patient that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. ¿staining or discolouration of the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the left side nasolabial fold. About 2-3 days after the injection, the patient developed erythematous, tender, warm, swelling on injected area that extended to the patient's left cheek. Patient was treated with antibiotics, anti-inflammatory and incision and drainage. Symptoms have been abated and improved. It was noted that symptoms have resolved but had some "post-inflammatory hyperpigmentation" which has improved, but not yet resolved.